Event description:
Boston scientific crm rec'd info that the pt implanted with this implantable cardioverter defibrillator (ICD) expired due to an unspecified cause. At the time of the pt's death, there were no allegations against the functionality of the device. New info rec'd indicates that th e pt's family has retained legal counsel and filed a lawsuit. There were no specific allegations within the legal claim.

Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no additional info related to this event, if additional info becomes available, the event will be updated. On june 17, 2005, guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjunction with other factors, could result in an electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made in april and november of 2002. This device was MFR before april 2002, and is included in this population.